Manufacturer narrative:
H3, h6: the product, navio surgical system (india), rob00036, sn (B)(6). Used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. This failure is an identified failure mode within the risk assessment. Per complaint details, during the femur cut stage of the surgery, the burr was not spinning on pressing the anspach foot pedal. They replaced the drill, the foot pedal and burr, but the burr did not spin. The case was continued conventionally with smith + nephew instruments with a delay of less than 30 minutes. No patient injury was reported or expected as the surgeon did ¿change technique to the navio system¿ to complete the case, which is an approved surgical technique, and was ultimately satisfied with the surgical outcome. It was communicated that the requested clinical documentation/information was not available for inclusion in a medical investigation. Reportedly, there was no harm to the patient and no further complications and/or interventions. The patient impact beyond the reported modified surgical procedure and surgical delay could not be determined. Should additional information/documentation become available, the clinical/medical task may be opened for further evaluation. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio procedure during femur cut stage of the surgery, it was found that the burr was not spinning on pressing the anspach foot pedal. They replaced the anspach drill, the foot pedal and the burr, but the burr did not spin. The case was continued conventionally with smith and nephew instruments and the surgeon was satisfied with the case. Delay reported less than 30 minutes.